Manufacturer narrative:
Other, other text: one pneupac ventilators parapac was returned due to a broken case and that it needs an air mix valve repair. The airmix switch is broke and the battery holder is damaged. The device was visually inspected and the issue was confirmed to be due to physical damage to the device. The issue was caused by the customer and damaged airmix knob was replaced along with the battery holder assembly. Other repairs and replacements were made to repair the device along with calibrations and preventative maintenance.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac has a broken case and needs an air mix valve repair. No adverse patient events reported.